Event description:
Information was received from a manufacturer representative regarding a patient who was receiving hydromorphone, unknown baclofen, and bupivacaine at unknown concentrations and dosages via an implantable pump for spinal pain. It was reported that the representative was called to a facility to read the pump. The patient had been at the hospital for a few days. It was stated that the patient was admitted this past week (from (B)(6) 2017, approximate event date (B)(6) 2017). The patient had the symptom of confusion and they were working to determine what could be causing it. The representative read the pump logs and saw no stalls or issues. It was reviewed that they could do a reservoir volume check, but only 2 ccs had been delivered per the programming strip. The representative stated they will likely look at other causes than the pump to determine why the patient was having symptoms. Additional information was received on 2017-apr-19. The cause of the confusion was stated as unknown. According to the physician, the confusion had been resolved. The patient¿s weight at the time of the event was unknown. The information had been confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.